Event description:
It was reported that approximately 10 days after this right ventricular (rv) lead was implanted, the patient experienced dizziness and was admitted to the hospital. This rv lead was exhibiting high capture thresholds caused by a suspected dislodgement; the physician decided to revise the lead. This lead remains in service. No additional adverse patient effects were reported.